Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2016, the patient had a revision surgery of the left hip for dislocated hip replacement - replacement of v40 femoral head and mdm insert. Patient initial presentation to emergency room on (B)(6) 2016, with dislocated left hip replacement - relocated in ER. CT findings showed a dissociation of stryker mdm insert and v40 femoral head.

Manufacturer narrative:
An event regarding disassociation involving an adm liner was reported. The disassociation event was confirmed. Method & results: device evaluation and results: visual inspection: a visual inspection of the adm liner was performed. The device was found to have slight marking on the articulated surface plus small amount of inner sphere damage. Dimensional inspection: "the returned device was re-inspected as per igs-0029575 ver. 4, and found to be failing for ¿inner sphere diameter e¿, ¿b diameter¿ and ¿d dimension¿ above their respective upper tolerances. A review of the original DHR confirmed that the b diameter and d dimension of the returned device were in specification at the time of manufacture. (The b and d dimension are checked on 100% of parts during the in-process inspection). It is likely that the assembly and disassociation of the liner and femoral head resulted in the b and d diameter going out of specification. During the original in-process inspection, as per igs requirements, the ¿inner sphere diameter e¿ was checked on the first and last part of the original batch of 18 parts. Both of these parts passed for this feature at that stage. It follows that the ¿inner sphere diameter e¿ feature went out of specification under the same assembly and disassociation conditions as the features ¿b diameter¿ and ¿d dimension¿. The b diameter, d dimension and inner sphere diameter e are all linked to the inner sphere of the part. The failure of these features and the damage observed on the inner sphere are deemed to be consistent with the disassociation of the femoral head from the adm liner. " medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated, "- the irreducible nature of the dislocation is a procedure-related design characteristic while there are no device-related factors evident from the available material. Principal failure mode causing the dislocation is procedure-related given the cup malposition in absent anteversion. As such is this pi case not device-related." Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the root cause of the event was determined to be related to cup malposition. A clinical review did not indicate any evidence of a device related issue. No further investigation for this event is possible at this time. If devices and / or additional information such as adequate clinical or radiological information become available, this investigation will be reopened.

Event description:
It was reported that on (B)(6) 2016, the patient had a revision surgery of the left hip for dislocated hip replacement. Replacement of v40 femoral head and mdm insert. Patient initial presentation to emergency room on (B)(6) 2016, with dislocated left hip replacement, relocated in ER. CT findings showed a dissociation of stryker mdm insert and v40 femoral head.